Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that device a was received in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that device b was received in good visual condition with a cartridge loaded on the device. The cartridge was received partially fired and in the locked position. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. (B)(4).

Event description:
It was reported that during a lobectomy procedure, the blade stuck halfway through the firing, so they opened it to remove it and the blade was still exposed and also creating malformed staples. The second device was fired twice with no problems and prior to the third firing they noticed the anvil was very loose. A third device was used to complete the case.